Event description:
It was reported that dislodgment of the patient experienced arrhythmia. Diagnostic imaging was performed and dislodgment of the right ventricle (rv) lead was observed. The physician suspected the dislodgment was procedural related due to fixating the suture sleeve to an insufficient amount of muscle. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating loss of capture was noted on the right ventricle (rv) lead resulting in the arrhythmia.